Event description:
Procedure type: hemicolectomy. According to the reporter: customer reports that during the procedure, nothing happened that could have indicated something went wrong. Patient left at day 5 and returned between day 10-12 with peritonitis. Surgery was performed and patient was defunctioned. At time of second surgery, anastomosis looked intact, no holes.

Manufacturer narrative:
(B)(4).